Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was loose at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. There were scratches on the surface of the distal pulley. That the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis found that there was corrosion around the clamping pulleys inside the housing and around the cables. The evidence was inconclusive, but the damage was likely due to improper cleaning. No other damage found. The pitch cable was broken inside the housing by the clamping pulley and the back idler pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the prograsp forceps instrument wire was broken and sticking out during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.